Manufacturer narrative:
Common name & product code = dqx wire, guide, catheter. (B)(6). PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a "drainage" procedure, an amplatz stiff support wire guide experienced "rewinding of the sheath in per interventional by friction in catheter." A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Clarification regarding this event has been requested.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, during a "drainage" procedure, an amplatz stiff support wire guide experienced "rewinding of the sheath in per interventional by friction in catheter." Investigation ¿ evaluation: reviews of the complaint history, device history record, documentation, manufacturer¿s instructions, and quality control procedures, as well as a visual inspection and dimensional verification of the returned device were conducted during the investigation. One used thsf-35-145-asg wire guide was returned for investigation. The distal (floppy) end of the wire had severe coil elongation, up to the solder on the wire guide shaft. The distal weld ball, mandril, and safety wire were all intact. There were two kinks located at 97.4cm and 103.5cm from the proximal end. The outer diameter of the wire measured 0.0355 inches. Additionally, a document-based investigation evaluation was performed. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions and quality control procedures were conducted, and no gaps were discovered. There is objective evidence to suggest that the device was manufactured to specification. Based on the information provided and the examination of the returned product, investigation has concluded that a root cause for this event could not be determined. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.